Manufacturer narrative:
No ring on the battery compartment noted. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer's pump will be returned.